Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the silicone extension tube was perforated. The catheter was removed and replaced with a new one. The sample will be returned for investigation.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. A visual inspection was conducted and a hole was found in the extension tube near the strain relief. The sample shows signs of material weakening. A functional test (underwater) was performed and air bubbles were detected coming through the hole in the extension tube. Per instructions of use, clamping the catheter repeatedly in the same spot could weaken the tubing. In order to avoid damage on silicone tubing, the user must change the position of the clamp regularly to prolong the life of the tubing. In addition is also recommended to avoid clamping near the adapter and hub. Exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to nicks, excessive force or rough edges. The most probable root cause can be due to clamping the catheter repeatedly in the same spot. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify problems on adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.